Event description:
Essure is killing me. Please recall it. I was healthy before essure implant. Now I'm having chest pain, high blood pressure, bloating, headaches, weakness, insomnia, sad mood, non stop bleeding, horrible pelvic and abdominal pain, joints and muscles pain, hair break, puffiness, need to use eye glasses, painful sex that put me into more bleeding. I'm not being able to make my normal day with my baby, my kid, my husband and my business. The confirmation test was incomplete because of the bleeding. I'm in the process of more test. I went to ER due to chest pain.